Manufacturer narrative:
Siemens has completed an investigation of the reported event. Assessment of the log files does not indicate a system failure or malfunction and no non-conformity was identified. During a needle guidance procedure the operator recognized an automatic rotation of the flat detector (fd) and had expected the trident symbol for the fine adjustment of the table position. The investigation of the log files shows the following: ·15.04.19 18:12:41 3d: completed ·15.04.19 18:13:14 50 image transfer succeeded, 133 frames transferred - 3d acquisition was performed successfully and the images are transferred to the syngo x workplace (xwp) system for 3d reconstruction. ·15.04.19 18:20:01 automatic run: activate stand movement mode: automap ·15.04.19 18:20:11 automatic run: moving to target ·15.04.19 18:20:13 manual image rotation: active ·15.04.19 18:20:35 automatic run: canceled - an automap drive from the needle guidance application is sent from the xwp to the artis system. - the operator moves the system and additionally the fd is rotated to the portrait direction. - then the automatic drive is canceled before reaching the final automap position (the log entry automatic run: position reached" is missing). The additional table graphics (triangle/trident symbol) appear when the final c-arm position is reached, indicated by the user message: automatic run: position reached. The system operator manual (syngo workplace) contains information for the user. ·details for the artis touchscreen (chapter syngo iguide needle guidance, sub-chapter moving to bull's eye view): - the following message appears on the artis data display / assist screen / message bar: automatic run: activate stand movement. - the c-arm moves to the defined angulation. - when the position is reached the following message appears on the artis data display / assist screen / message bar: automatic run: position reached. ·details for the fine adjustment of position: (chapter syngo iguide needle guidance, sub-chapter performing a fine adjustment of position): - when the final c-arm position is reached, additional graphics appear on the live screen to find the correct table position. If the bull's eye view is reached the markers coincide. When the bull's eye view is reached correctly, the table/laser graphics will disappear. The table/laser graphics will reappear when the bulls eye view button is pressed again. ·details for position the needle: (chapter syngo iguide needle guidance, sub-chapter position the needle using the laser positioner): - the laser graphics will reappear when the bull's eye view button is pressed again or the laser is switched on. - the laser will not be switched on automatically. - switch on the laser manually, if necessary. In regards to the unexpected automatic rotation of the detector; the detector rotation in bull's eye view is a measure to optimize the accuracy of the laser. The detector is rotated to the position were the laser is calibrated. For zeego systems it is the portrait orientation. Therefore, the detector rotation can be part of the automatic system movement to the bull's eye view triggered by the needle guidance application. ·details for rotation the fd: (chapter syngo iguide needle guidance, sub-chapter rotation the fd to laser adjust position): - the detector rotation in bull's eye view is a measure to optimize the accuracy of the laser. - please note that, due to the detector rotation, the image in bull's eye view can be rotated. - for clarification: in the log files this rotation is logged as "manual image rotation" (see above: 15.04.19 18:20:13 manual image rotation: active). The artis log files and the xwp log files do not show a system error or conspicuous behavior of the system. The observed behavior does not describe a system malfunction and is correctly described in the operator manual and no non-conformity of the systems is identified. The error mentioned in the complaint did not reoccur. The manufacturer is not considering further actions resulting from this event as no systematic error has been recognized.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zeego system. During an interventional procedure it was reported that the graphic for needle guidance was not available. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.